Event description:
Following implantation of an anterior plate, a postoperative breakage of a screw was reported. Original surgery date is not known. No pt injury was reported to have occurred. It is also unk if revision surgery has occurred.

Manufacturer narrative:
(B)(4). No product has been received and evaluation of this implant has not been possible to date. Root cause(s) have not been identified. Should additional relevant info became known, a subsequent report will be filed. Labeling review: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These device are not designed to withstand the unsupported stress of full weight or load bearing alone. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."